Event description:
The customer, representative of respiratory therapy, reported that the facility experienced three occurrences of low volume leak on the cuff of the reported device. This report is associated to the third occurrence reported under: (B)(4), MFR # 2936999-2013-00378.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.